Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.

Event description:
It was informed that during the f-tul procedure, the facility noticed that the distal end of the subject device was missing when the facility withdrew the guide wire from a ureter stent ((B)(4)). The facility reportedly tried to find the distal end using a cystoscope and found it hanged on the bladder side of the stent. Using a grasping forceps, the facility retrieved the distal end of the subject device and the stent from the patient. The facility completed the procedure using another guide wire and ureter stent. There was no patient report related to this event. Performance report: distal end missing complaint is attached no device being returned.